Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of premature battery depletion could not be confirmed in the laboratory. High current drain and battery depletion were due to multiple high voltage charges. The high voltage charges caused device to reset due to the thor timeout error. Ate and bench tests showed that the battery consumption was normal. The cause of the battery depletion was due to high settings and multiple high voltage charges.

Event description:
It was reported that the patient fell on device side. Patient experienced a vt and went to ER with big hematoma. Device was interrogated and found in backup vvi mode. The device was reprogrammed and everything was normal. During follow up the next day, the device was at eri. The device was replaced.